Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue as per normal instructions, but the clip would not separate from the catheter to deploy. Reportedly, after some time of manipulating the device such as; the handle was opened and closed, catheter was rotated, scope maneuvered, and the clip eventually reopened, was able to be removed but the clip could not be closed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.